Manufacturer narrative:
The reported issue was addressed with phone support. The field service engineer (fse) followed up with the customer. The customer explained that there was a miscommunication in the room and that the issue was resolved. The fse contacted the clinical sales representative (csr) and recommended a possible in service for the staff. No site visit was conducted. The system was working properly and no additional action was required. Intuitive surgical inc. (Isi) has not received the sureform stapler 45 instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the device is returned and failure analysis has completed their investigation. A procedure log review was performed. Per the review, the following was confirmed: the logs confirmed that the customer performed an appendectomy procedure on (B)(6) 2022 on system (B)(4). The system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: it was alleged that a staple became stuck and/or lodged to the reload cartridge after firing but unknown if mrk successfully removed stapler. Medical intervention may be required in the event that the staple(s) cannot be released from the target tissue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the tool guided exchange wasn't working on arm 2 and 4 of the patient cart. The tse reviewed the logs and found no errors for either arm. While the tse was on the phone with the customer, they did tool guided exchanges on arm 2 without an issue. The customer was saying that it was an intermittent issue on both arms and that they would have to clutch the arm to install the instruments. While on the phone, the customer got the sureform 45 stapler instrument stuck on tissue. The scrub tech tried to pull the instrument out when the surgeon was firing it. The tse talked them through using the manual release knob (mrk) to get the instrument unstuck. The customer would like the field service engineer (fse) to check out arms 2 and 4. The customer was continuing on with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.